Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not fully charge and would charge intermittently. It was also stated that the patient was not able to recharge battery. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The explanted ipg was not returned.